Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from top of the filter due to a crack of the prismaflex st100 set during continuous renal replacement therapy (crrt). The filter had been prepped the previous shift. During crrt the machine triggered an unknown return line alarm. The nurse assessed the line and did not find any issues. And therapy was reinitiated. After 15 minutes, the machine triggered an additional return line alarm for low pressure/disconnection. Upon troubleshooting they noticed that the top of the filter had a leak. Extracorporeal blood was not returned to the patient and the volume of blood lost was not reported. The set was replaced, and therapy continued successfully. There was no report of patient injury or medical intervention associated with this event.